Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Thump and carelink software was utilized and downloaded trace/history files properly. (3) low sgplgm alerts found in the pump history file/trace on (B)(6) 2025 at 09:58:58, 10:23:58 and 10:49:00. In further full review of the pump history on the event date of (B)(6) 2025, there is no unexpected alarms/suspends and the bolus delivery that the customer manually programmed not recorded. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.47 mv). Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump over delivery was not confirmed. Unexpected suspend [low sg] not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and discrepancy in sensor glucose and blood glucose values. The insulin delivery was suspended due to the sensor glucose (sg) and blood glucose (bg) difference. The customer reported a blood glucose value of 44 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a and mmt-242a. Troubleshooting was performed for sensor issue and the customer mentioned that the customer had taken medication acetaminophen. The sensor glucose reading was 187 mg/dl and blood glucose was 44 mg/dl and the difference between sensor glucose vs. Blood glucose was more than 30%. The sensor glucose vs blood glucose difference was not within range. Troubleshooting was performed for hypoglycemia. Customer had been using the insulin pump system within 48hrs of reported event. The customer was using auto mode at a time of event. Customer mentioned that the pump was over delivering the insulin. No further patient complications were reported. Product return for mmt-332a is not expected. Product return for mmt-7040a is not expected and product return for mmt-242a is not expected.